Manufacturer narrative:
This event was reported by the manufacturer 3002808486-2019-01245.

Event description:
Patient allegedly received an implant on (B)(6) 2017 via the right common femoral vein due to surgery. Patient is alleging tilt and inability to retrieve the device. The patient is further alleging worry, pain, limited/inability to engage in physical activity. The patient reported that there was an attempt to retrieve the filter approximately 8 months post-implant due to it becoming tilted in the ivc (inferior vena cava). Per an attempted retrieval report, "the tulip filter unfortunately appeared to be tilted. Based upon the inferior venacavogram is concerned that the hook was within the sidewall of the vessel." "Multiple attempts were utilized using right angle snares triple snares to retrieve the filter." "Despite multiple different attempts did not appear that the filter could be engaged in a fashion to release it from the sidewall. Further attempts with stairs suggested that the wires continuously bounced off the apex hook suggesting ingrowth." "At this point rather than pursuing more aggressive attempts at filter removal [the physician] [had] elected to leave the filter in place." "Normal inferior venacavogram with tilted tulip filter. Failure of retrieval."

Event description:
It is alleged that the patient received a cook gunther tulip filter on (B)(6) 2017. The patient alleges to have been injured without further explanation.